Manufacturer narrative:
(B)(4). Date of initial report: 09/09/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open while on the patient's lymph node during a lobectomy. There was no tissue damage, bleeding, or injury. A new device was used to complete the procedure.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/09/2016. Date of follow-up report: 10/14/2016. The device was received and evaluated. The reported condition that the jaws did not open was not confirmed. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed that the jaws opened and closed normally using the handle, as well as when applied to porcine tissue. The knife would also deploy and retract smoothly. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.